Manufacturer narrative:
Additional information: a2, a3, a4, d9. G3, h2, h3 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was flushed manually via the irrigation extension tube was made; however, the catheter began to leak from the handle. The catheter handle was disassembled and the irrigation extension tube was microscopically inspected. Damage to the fluid lumen within the handle was noted and saline could be seen within the handle. Further investigation revealed the leak in the handle was due to damage to the fluid lumen.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During the procedure, the hd grid was leaking IV fluid from the connection. The catheter was replaced to complete the procedure with no consequences to the patient.